Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. No pre-existing conditions were noted on the per. The reported product was located on tooth 33 and 43 (fdi) and used for approximately 13.5 years.the reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications.a complaint history review could not be performed without relevant item and lot information.september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component fracture) or product (zimmer abutments).therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) two impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) were returned for inspection). Inspection of the returned devices notes that both implants are noted to contain fractured pieces of the unknown abutment screws. These screws could not be disengaged from the drive features. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth 33 and 43 (fdi) and used for approximately 13.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: 4894 rev 6 - 08/19; breakage; page 4 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: (unknown zimmer abutment) DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component fracture) or product (zimmer abutments + tsvb13). Therefore, based on the available information, device malfunction has occurred. It was noted that both screws could not be disengaged from the implants. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided.

Event description:
It was reported abutment screw fractured leading to implant removal.